Manufacturer narrative:
The reported complaint of a solex 7 catheter (lot #165035) leak was confirmed during the functional testing. A pinhole leak was observed at proximal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned solex catheter was performed, and no physical damage was found. Observed blood had accumulated / dried up on the solex catheter's serpentine balloon and luered tubing. Functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance, except in/out luer ports due to blood clogged. During the functional pressure leak test, the solex catheter was connected to a pressurized inflation device. Immediately upon pressurizing the solex catheter, a pinhole leak was observed at proximal end of serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter with lot number 165035. There was no device-related patient's injury reported. Due to the patient's clinical condition, the family requested only comfort measures. The patient expired after that. According to the customer, death was not associated with zoll solex 7 catheter, patient's outcome was due to present co-morbidities. Event of death assessed as serious due to outcome death, which is a criterion for seriousness. Death is anticipated event and could potentially occur in patients in critical condition. In addition, event assessed as not related to zoll catheter. Event of catheter leak assessed as not serious because there was no patient's effect. Event was probably related to zoll catheter due to relevant timing, location, and cause. Catheter leak is an anticipated event. No patient's effect was observed. Catheter leak is probably related to device and to procedure. The death is not related to device and to procedure.

Event description:
During ivtm therapy, following placement of the solex catheter (lot #165035) into the patient's right internal jugular, and about two hours into treatment, blood tinge was observed in the suk tubings. A catheter leak was suspected. The solex catheter was removed and a new catheter was inserted in the same insertion site. Therapy continues and completed without any issue. Patient expired. Per reporter, patient outcome was not related to the zoll solex 7 catheter but due to other co-morbidities present.